Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No excessive no delivery alarm during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that her insulin pump stopped working and she had been without it for a month. Customer requested a loaner device while she waited for her upgrade. The customer stated that her insulin pump had no delivery alarms, and she had been using her backup plan in the meantime. Blood glucose level at the time of the incident was not provided. The customer was advised that a loaner pump was being sent to her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.